Event description:
It was reported that during an unknown procedure, the instrument had the tip blade that broke off. The piece of blade didn't fell in the patient. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.